Event description:
Preoperative diagnosis: cataract, right eye. Procedure(s) performed: phacoemulsification with posterior chamber intraocular lens implantation. During procedure, the trailing end of morcher capsular tension ring broke off into three pieces upon insertion into operative eye by surgeon. The surgeon removed broken pieces of capsular tension ring out of the operative eye with no injury to patient. Follow-up: product concern reported out. Remaining stock items with the same lot number were removed from stock supply.

Event description:
Preoperative diagnosis: cataract, right eye. Procedure(s) performed: phacoemulsification with posterior chamber intraocular lens implantation. During procedure, the trailing end of morcher capsular tension ring broke off into three pieces upon insertion into operative eye by surgeon. The surgeon removed broken pieces of capsular tension ring out of the operative eye with no injury to patient. Follow-up: product concern reported out. Remaining stock items with the same lot number were removed from stock supply.

Event description:
Preoperative diagnosis: cataract, right eye. Procedure(s) performed: phacoemulsification with posterior chamber intraocular lens implantation. During procedure, the trailing end of morcher capsular tension ring broke off into three pieces upon insertion into operative eye by surgeon. The surgeon removed broken pieces of capsular tension ring out of the operative eye with no injury to patient. Follow-up: product concern reported out. Remaining stock items with the same lot number were removed from stock supply.